Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had trouble filling the tubing with insulin. The patient's blood glucose level was unknown at the time of the call. The customer was not able to push the air bubbles out of the reservoir. The customer was sent replacement reservoirs.